Manufacturer narrative:
H10: three (3) samples were received for evaluation; the other three (3) samples were not received and therefore, could not be evaluated. A visual inspection with the naked eye was performed which observed a low assembly in sample two (2). Functional tests were performed which included priming, pressure, and clear passage underwater tests and the results were not satisfactory; due to a leak between the assembly of the tubing into the drip chamber. A dimensional test was performed and the results for the tubings were within specification. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred between 11/27/2023 to 11/29/2023. E1: initial reporter address: (B)(6). G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) non-dehp clearlink solution sets leaked from the drip chamber. This was noticed during priming. There was no patient involvement. No additional information is available.